Event description:
The pt received his scs system on (B)(6) 2011, including two leads (with the same lot number). It was reported there were high impedances on a lead intraoperatively. After the procedure, the impedance was normal. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.